Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient presented sudden onset of pyrexia, lethargy with a swollen, redden, hot and angry looking scrotum after castration. The wound was closed and normally healed that time. They did a wound swab for cytology and culture taken from the material harvested from needle aspiration within the abscess, they submitted three slides, one direct smear and three cystospin preparations; material from a post castration scrotal abcess. The microscopical description as a result was " there is high nucleated cellularity on a palely basophilic background containing small numbers of red blood cells. Cell preservation is moderate to good. The nucleated cells consist of degenerate neutrophils. Aetiological agents are not seen". The cytological interpretation was purulent inflammation. The patient responded rapidly to the supportive and antibiotic treatment, and has fully recovered.